Manufacturer narrative:
The reported field event of noise was confirmed in the lab. Upon receipt, the device was found to be in backup vvi mode caused by a power-on-reset. Electrical testing showed high frequency noise on all the sensing channels. In addition, all impedance measurements by the device were outside normal limits. The device was above elective replacement indicator. The root cause of backup, noise, and the impedance anomalies were found to be due to a capacitor connection failure in the hybrid.

Event description:
During a remote follow-up, episodes of noise resulting in noise reversion were noted on the device. The patient attempted a transmission in another room, however, noise was still present. The device was explanted and replaced. The patient was stable.